Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep states that the patient (pt) reports a gradual loss of tremor control sometime after their implantable neurostimulator (ins)  replacement to percept. Rep reports seeing message 810 on the pt's programmer indicating a lack of programming. Rep noted when interrogated with clinician app, the left vim programming is completely gone, though rep has documentation in a session report from the day of surgery that shows programming for left vim. Agent noted rep can consider pulling mdt file and log files to see if any information can be gleaned from these. Another mdt reported that he originally programmed patient with sensight lead, but during surgery realized that patient will still be using 3387 lead, thus he changed the lead and the programming was erased. Rep didn't realize that changing the lead caused programming to be wiped. Rep programmed patient yesterday and patient now has therapy. Issue was resolved.